Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) ranged from 300 to an unknown elevated amount. Customer alleged the fill estimate gauge was incorrect. Pump cartridge was changed. Bolus was delivered to address bg. Insulin delivery was resumed. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, customer continued to use the pump for insulin therapy.